Manufacturer narrative:
Section a2, a3,a4 and a5: unknown/ not provided. Section b3: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found some foreign substance on the optic after implantation of the iol into the patient¿s eye. The iol still remained implanted in the patient¿s eye. There was no delay in treatment or other interventions performed. There is no patient injury / any interventions reported so far. No further information was provided.